Event description:
Dental bur came out of high-speed pneumatic handpiece and patient swallowed bur. Patient went to local hosp but staff was unable to retrieve bur. Patient will follow-up with radiology to determine if bur passes. Doctor stated to the technician that prior to this event that he had noticed the bur "walking out" of the chuck.